Event description:
It was reported that the patient's pump had "too much drug in the pump at refills" and was "reading motor stalls". The volume discrepancy amounts and the length of the motor stalls were not reported. The pump was explanted due to "failure" after an implant duration of approximately 38 months. No patient symptoms or outcome were reported. Additional information has been requested from the hcp, but was not available as of the date of this report.